Event description:
It was reported that a shaft break occurred. Vascular access was obtained via the brachial artery. The target lesion, with 70-80% stenosis, was located in the moderately tortuous and moderately to severely calcified protected left main to left circumflex artery (lm-lcx). A 3.00 x 38 mm promus premier select drug-eluting stent was advanced for treatment. During the attempt to deliver the stent to the lesion, the shaft was unable to cross into the proximal lcx. The device was removed, and upon inspection, the stent shaft was found to be damaged but not fully broken. A second 3.00 x 38 mm promus premier select stent was used, and delivery was attempted with the assistance of a guidezilla catheter; however, the stent again could not cross the lesion and presented with the same issue. The device was removed, and the procedure was completed using a different device. No patient complications were reported, and the patient remained stable throughout the procedure.

Manufacturer narrative:
E1: initial reporter facility name: (B)(6) hospital.

Event description:
It was reported that a shaft break occurred. Vascular access was obtained via the brachial artery. The target lesion, with 70-80% stenosis, was located in the moderately tortuous and moderately to severely calcified protected left main to left circumflex artery (lm-lcx). A 3.00 x 38 mm promus premier select drug-eluting stent was advanced for treatment. During the attempt to deliver the stent to the lesion, the shaft was unable to cross into the proximal lcx. The device was removed, and upon inspection, the stent shaft was found to be damaged but not fully broken. A second 3.00 x 38 mm promus premier select stent was used, and delivery was attempted with the assistance of a guidezilla catheter; however, the stent again could not cross the lesion and presented with the same issue. The device was removed, and the procedure was completed using a different device. No patient complications were reported, and the patient remained stable throughout the procedure.

Manufacturer narrative:
(B)(6). The promus select ous mr 38 x 3.00mm stent delivery system (sds) was returned for analysis. Visual and tactile inspection revealed a hypotube break 21.4 cm distal to the distal end of the strain relief and multiple hypotube kinks along the length of the hypotube shaft. A visual inspection of the outer and inner lumen and tactile examination of the entire extrusion found no issues. Microscopic inspection of the stent, balloon profile, and tip profile showed no signs of damage. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure.